Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy procedure, at first firing, the surgeon was able to press the green button and the device entered the firing mode. When the power handle's screen was checked it was noted that the reload part is showing 0. The reload was then removed and attached and it turned to 1, but when it was fired, it only advanced 30mm and stopped halfway. A new handle and reload were used to complete the procedure. There was no patient injury.